Manufacturer narrative:
(B)(4). Batch # n56u89. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a left upper lobectomy procedure, the device could not fire on the fourth firing. The surgeon opened the jaw and closed the jaw; still could not fire. The battery was removed and rotated for one hundred and eighty degrees and reinserted. The battery was heated. The device still could not work. A manual endocutter was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n56u89. Video and photo analysis: two of the pictures show the device into the stomach. The other picture shows the anvil part of the device, closed with tissue between the jaws. The video from the or shows the device pse60a into the stomach, the instrument is activated, but it does not work, the battery was removed and rotated for one hundred and eighty degrees and reinserted, but it still could not work. The bail out door was removed and the bail out lever was pull forward then it is noted that the surgeon try to open the device by activating the released button, at this point the video ends, however an improper use of the bail out system was noted as the lever should be pulled up and down in order to retrieve the knife to its home position, please reference to the IFU for proper device use. Based on the photos and video provided the event describe is confirmed, as an attempt to fire the device was noted during the video, unfortunately there is not enough evidence in the photos or the video to determine root cause. The analysis found that one pse60a device was returned for analysis with an ecr60g cartridge loaded on the device unfired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was returned with a non working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.